Event description:
It was reported that the patient presented in-clinic for a follow-up check post implant procedure. Upon review, the right ventricle lead exhibited low pacing impedance. The right ventricle lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported event of low pacing lead impedance was not confirmed. As received, a complete lead was returned in one piece with helix found bent/extended and with traces of blood/body fluids. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.